Event description:
It was reported that the iab was inserted without difficulty. When the technician attempted to connect the drive line tubing they found it was missing from the kit. The iab was removed and replaced. There were no pt complications.